Event description:
It was reported that the patient's right ventricle lead was dislodgement during the cardiomems implant procedure. The sensor implant occurred without noted issue. After refloating the pulmonary artery catheter and obtaining pressures, the physician was met with some resistance upon attempting to pull back the pulmonary catheter, initially suspecting it was caught on the wire. The catheter was found to be wrapped around the right ventricle lead and the lead became dislodged. A lead revision was performed post implant. The patient remained stable post implant, and reportedly suffered no adverse events or symptoms related to lead dislodgement. The patient was discharged the same day.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A device investigation could not be performed as the delivery system was not available to be returned for investigation. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.